Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the breakage of the piping tube inside the equipment. However, a cause of the breakage could not be further presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined the gas leakage value of the secondary pipeline exceeded the specification due to a faulty electropneumatic proportional valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit was leaking. The event was found during inspection before use. The intended procedure was a therapeutic electronic laparoscopic surgery. The procedure was completed using another device. There was no report of patient harm associated with this event.